Event description:
Healthcare professional reported pump did not infuse. "Patient came in for a pump d/c and at least half of the medication was still in the bag". There were no kinks, occlusions or visible defects in the tubing or reservoir that may have contributed to the event. During infusion 46 hours, 5fu-59.5ml to infuse around 27ml left in bag. No back-up device available to finish infusion. Medication being infused was 5fu. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed from 01 jan 2021 to 05 july 2023. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii flex, serial number (B)(6), was reviewed, and it was discovered that the event log didn't capture the infusion complete alert. But it logged downstream and upstream occlusion error events. Then the test was performed on the nimbus ii flex, serial number (B)(6), where the pump flow rate accuracy was outside of the acceptable limit. The reported complaint was confirmed in the event log, and it was repeated in the performance test. The pump operates outside of specification and does not meet the acceptance criteria. This issue is being investigated under CAPA # it2022-06.